Manufacturer narrative:
Zoll is reporting this event out of an abundance of caution.

Event description:
A us distributor reported that a physician alleged an adverse event through social media platform twitter. The alleging physician was responding to an unrelated tweet authored by a lifevest prescriber. The original tweet was an unrelated statement about the cost of the lifevest which did not make any allegations against the device's performance. The alleging physician responded "a patient once reported being cardioverted (with paddles, supposedly out of afib) while wearing a life vest-it fried the vest and burned up the patient's back." None of the patients of the prescribing physician have had an adverse event. The alleging physician is not a lifevest prescriber. Multiple attempts to gather more information about the alleged adverse event have been unsuccessful. Zoll's attempts at investigating the alleged complaint included a review of adverse event data from (B)(6) 2016 to (B)(6) 2019 for lifevest returns where the device was burned. There were no events that match the alleged event in the social media post. Zoll is reporting this event out of an abundance of caution.